Event description:
It was reported the patient¿s device was explanted due to suspected infection. Refer to manufacturer report # 3004209178-2013-18972 for report on infection.

Event description:
The patient underwent intense physical therapy after a fall. During physical therapy she experienced sudden uncomfortable stimulation in the right cage area. Impedance testing and reprogramming was done. The preliminary observation was that the lead migrated and x-ray imaging was ordered. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3776-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 3708120, serial# (B)(4), implanted: 2013 (B)(6); product type extension. (B)(4).